Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and analysis results revealed there was an outer insulation breached depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had a cosmetic depression.

Event description:
It was reported that the lead had an unknown failure and was capped and replaced. No patient complications have been reported as a result of this event.